Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. Based on the complaint description, it was reported there is a leak on catheter balloon. It was also mentioned that the failure happens during usage state. This indicates that the catheter was functionally fit prior usage. No sample was returned for investigation; therefore, no physical investigation could be conducted. A simulation test was conducted with representative samples from production of various product type on the same catheter size and balloon volume. Samples were inflated with 10ml distilled water and soak in water at 37 c for 14 days. Samples were removed from soaking after 14 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that in the cardiology department - leakage on the balloons observed during use on patients. Clinical consequences: none for patients. The device was removed and replaced.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the cardiology department - leakage on the balloons observed during use on patients. Clinical consequences: none for patients. The device was removed and replaced.